Event description:
During an in clinic follow up, undersensing, low pacing impedance and a loss of capture were noted on the right ventricular (rv) lead. X-ray imaging was performed and revealed a lead dislodgment. During the lead revision procedure it was noted the helix was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, low pacing lead impedance, loss of capture, under sensing and helix mechanism issue. The reported event of helix mechanism issue was confirmed, but the reported events of low pacing lead impedance, loss of capture and under sensing were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. After cleaning and applying torque to the connector pin, the helix could be fully extended and retracted. The measured helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood/tissue and overtorqued inner coil at the connector region.